Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that a patient acquired an infection at the lead incision site following an implant procedure. The device was explanted after the patient experienced bleeding at the incision site and was provided oral antibiotics. There were no reports of further complications.